Event description:
It was reported that insulin squirted out during the manual prime. The numbers did not appear on the screen, and no beeps were heard. The insulin pump also had weak batter alarms after a battery change. In additional, the insulin pump had a crack in the reservoir compartment. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a loose drive support disk. All operating currents tested within specifications. No unexpected weak battery alarms were noted. A cracked case was noted near the top and bottom right corners of the display window. A cracked reservoir tube lip was also noted.